Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of conducted atrial fibrillation (af) and changes in amplitude morphology measurements. Review of device data by boston scientific technical services (ts) indicated its unclear if the observed morphology is at times af with bundle branch or ventricular tachycardia. The shock delivered by the s-ICD did convert the patient successfully. Ts provided troubleshooting options, the s-ICD remains in service. No adverse patient effects were reported.